Event description:
The customer reported the image temporarily disappears on the left monitor, and problems with the pt database. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned the pt database. System operates as intended. (B) (4).